Event description:
It was reported that the implant broke during insertion for a lateral interbody fusion procedure at l4-l5. There was a spare implant in the case and it functioned properly. Surgery time did not extend more than 10 minutes due to the incident. No additional anesthesia was administered due to the incident. Surgery was completed. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.